Event description:
Provider alleges the end user was trying to close the window in living room he leaned forward and fell out of chair. End user did not have on seat belt. The right tube on footrest was bent. End user had a scrape and bruise. End user stated the medical service came to his home to put him back in his chair. No other medical attention.